Event description:
It was reported that during follow-up in clinic, the device went into backup bvvi mode after firmware upgrade was performed. Patient was asymptomatic. A device download was performed successfully which restored the device to proper function.

Event description:
New information states that after restoring the device to proper function, the upgrade was successfully performed.